Manufacturer narrative:
This supplemental report is being submitted to correct the fact that the previously submitted emdr for this event was an initial emdr and not a follow up report. H6: additional information component code. H6: additional information investigation finding. In addition, there are corrections to fields h6 medical device problem code a0405 degraded. Corrected to (B)(6) failure to clean adequately a0501 detachment of device or device component. In addition, there are corrections to fields h6 investigation findings c0601 - degradation problem identified. Corrected to c0602 inappropriate material. In addition, there are corrections to fields h6 investigation conclusions d02 - cause traced to component failure. Corrected to d15 cause not established. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the inside of light guide lens had a stain and there was a gap in adhesive area between server plug-in and distal end. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the inside of light guide lens had a stain. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a stain inside the light guide lens. There was no patient involvement.